Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-nov-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. It was reported that he fell on (B)(6) and again on fell again on (B)(6) 2022. He said that after the mpxr report # (B)(4) medtronic confidential page 3 of 4 fall he felt stimulation in new areas ¿higher up.¿ we did a lead check today and his leads moved from them both being at top t8 to the left being at mid t8 to top t9. I then went to reprogram the patient to still get coverage. Upon interrogation and checking connectivity there were no issues and no impedances issues. I began to increase stimulation and was able to get up to 25 ma up and down and he said he ¿didn¿t feel any stimulation.¿ I was about to leave him at his original settings when he felt an intense shocking sensation as he moved to get out of his chair. His settings were at 3.0 ma so I quickly dialed it to 0.0 ma and checked connectivity. It showed some of the electrodes were not connected and there were high impedances. I then noticed this was only on the 8-15 lead so I attempted to program only on the 0-7 lead but as I increased he¿d feel nothing up to 8.0 ma then move and still get ¿ shocking ¿ all of a sudden. We decided to turn off his stimulator until he can be seen for a full lead revision which was not yet scheduled today. Physician has no further info at this time. Additionally throughout the visit (1 hr) the connectivity got worse.